Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep asked customer to save a copy of any poor quality images in the future. System operates as intended.

Event description:
Customer reported system will not make x-ray. No pt injury was reported.